Manufacturer narrative:
Patient information not provided due to (B)(4) patient privacy regulations. A medtronic representative (rep) went to the site to test the equipment. Testing revealed that the system was functioning normally. The rep noted that they could not duplicate the issue and that the system had been running for an hour and a half and was still working properly. The nurse at the site was shown that it was very important to plug it in until the click is heard. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that while the site was registering the camera cart shut down. It was noted that it showed an error on the screen, but the site could not confirm what the error was. The main cart had no issues and the procedure was completed with a less than hour surgical delay. There was no impact on patient outcome.